Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a note that stated, "e321 malfunction". No specific pt information, pump programming or, event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional information was provided.